Event description:
It was reported to covidien on 11/12/2009 that a customer had an issue with a dialysis catheter adapter. The customer reports that the catheter junction to the beta cap adapter leaks. The customer uses this adapter with our peritoneal dialysis catheters. The nurse ascertained that the catheter was splitting at the juncture of the beta cap adapter. The pt was given a dose of intraperitoneal antibiotic for prevention while waiting for bacterial results of blood work, which was negative for infection.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.